Event description:
It was initially reported on the date of this report that patient was having pain that was unrelated to the device system and was to have a MRI. Per healthcare provider the MRI was related to new symptoms in the patient's right leg so they believed the scan was being done because of pump; however they did not have other details. Follow-up information received from the managing physician indicated that the pump moved and had flipped; they were unable to fill it. Patient underwent a revision, was hospitalized and recovered without sequela. Drug delivered via the device was lioresal.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: upon the physician looking up the patient, he realized that this patient did not have a flipped pump and he had reported this on (B)(6) 2013 in error on this patient which also included in error that the patient was hospitalized. The (B)(6) 2013 entry was related to another one of his patients and has now been reported in MFR report #3007566237-2013-03458. Physician had seen this patient (e.m.) On (B)(6) 2013 for an initial consult for her leg and back pain. He stated he found no pump malfunctions, and he did an si joint injection that day which gave the patient some relief. They had not seen the patient in over a year and that they did not have what medications were in the patient's pump at that time. It was indicated that the patient sees another physician (follow up physician) at a back institute. The patient had two medications in her pump: morphine and bupivacaine. The family member went on to say that the implant physician did the MRI to rule out an issue with the pump and the MRI showed the patient had progression of arthritis in her back and that the pain pump was working as it should. The physician had done an si injection into the spine that had helped with the pain that the patient had been having and that was still working for her today. Physician had provided patient with two other options; medial and lateral blocks as well as doing a radiofrequency neurotomy. These other options were not going to be possible due to the amount of arthritis found in the patient's back. They planned on still continuing with the pump but they also plan on further si injections as needed. It was clarified the pump contained only morphine and bupivacaine.